Manufacturer narrative:
The insulin pump was received with detached end cap, minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that he dropped the insulin pump and the case cracked and he drive support cap popped out. Customer stated that the crack is on the bottom of the opposite side of the battery compartment and reservoir compartment. Blood glucose value was 327 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.